Event description:
It was reported that there was a confirmed motor stall. The motor stall was noted in the attention dialogue box. The even logs were checked two times and no motor stall was seen. The second time the pump was re-interrogated there was no motor stall seen in the attention dialogue box. A critical alarm was also noted for zero reservoir alarm. There was no therapy or medical problem. Telemetry strips noted no motor stall in the logs. It was felt that this was a programmer detected motor stall. No pt treatment or outcome was reported. The drug contained in the pump was not reported.